Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the incident consisted of: the other syringe leaked during naci collection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-oct-2022 h6: investigation summary one used sample from an unknown lot was provided to our quality team for investigation. Though visual inspection, damage is observed in the barrel of the used syringe. As a result, the syringe leaks when the stopper moves across this point and can stimulate air entrance when the syringe is used in a pump. The unused samples were inspected and no damage or other defects were observed. As the lot for the additional incident is unknown, a device history review could not be performed. While we could not identify a direct issue, based on the sample returned, it was determined the damage was likely related to damage caused during the assembly process, by a trigger in the silicone station. H3 other text : see h10

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the incident consisted of: the other syringe leaked during naci collection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.